Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lv lead was revised due to unspecified issue. The lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.